Event description:
During service and repair pre-testing, the device had high temperature and a frayed cable. The evaluation occurred in pre-testing; this event is not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. An assessment was performed which found that the device had high temperature and the cable was frayed. Therefore, the reported conditions were confirmed. The assignable root cause was determined to be component damage and worn bearings due normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.